Event description:
It was reported that the insulin pump alarmed button error about six months ago. The customer stated that because of the error alarm they have been experiencing keypad issues. Over time the problem has gotten worse. The customer said that they had to press the buttons down at least three times before they would begin to respond. The customer stated that they are very active and are outside a lot, so the insulin pump might have some moisture exposure. At the time of the phone call the customer's blood glucose was 65 mg/dl, which the customer stated was due to waiting too long to eat. But they did eat and were feeling fine. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.